Event description:
It was reported that a button on the infusion device was defective.

Manufacturer narrative:
Product was returned to and initially investigated, however it was lost during transit to the investigational unit.